Event description:
It was reported the pt experienced increased spasticity. The pt underwent an unspecified surgical intervention for a cracked catheter and a break/cut in the pump connector. The drug in the pump was baclofen at a concentration of 2000 mcg/ml and an infusion rate of 0.561 ml at a simple continuous infusion mode. The pt recovered without sequela.